Manufacturer narrative:
(B)(4). Investigation results were made available. Concomitant medical device: metasulâ®, alpha insert, jj/32, ref#0100010710, lot#:2357717. The following reports are associated with this event: 0009613350-2018-00447, 0009613350-2018-00446. Trend analysis: no trend considering the following event is identified: revision surgery due to osteolysis. Device history records (DHR): alloclassic cup: as no lot numbers were provided for the devices, the device history records could not be reviewed. The lot number was not legible on the returned product. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Alpha insert: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: the allofit® alloclassic® shell and the metasul® alpha insert were revised after approximately 10 years and 7 months in vivo due to osteolysis observed behind the cup. Review of received data: the following was reported: ¿primary surgery was performed on (B)(6) 2007 at (B)(6) hospital by dr (B)(6). Revision surgery date is (B)(6) 2017 and surgeon is dr (B)(6) at (B)(6) hospital. Patient was revised due to lysis behind the cup. No further information is available. ¿ x-rays: one undated x-ray was received for review. The x-ray was received in a rather bad quality with some light reflections. As the x-ray is referred in the reported event, it is assumed that the x-ray was taken shortly before the revision surgery. There seems to be some radiolucent areas behind the cup. However with no date and no other x-rays to compare, it remains unknown if these existed from the beginning or developed over time. Devices analysis: visual examination: the metasul® alpha insert and the allofit® alloclassic® shell are still assembled. The insert and the shell show slight damage from revision surgery in the form of cuts, scratches and dents. The insert is firmly fixed in the shell. Removal of the insert from the shell was not carried out as it probably would have damaged the components. On the articulation surface, numerous fine scratches, some coarse scratches and some electrosurgical damage can be seen. The rim of polyethylene exhibits some slight scratches and damage which most likely derived from the revision surgery. The polyethylene seems to be slightly yellowish discolored. In one location, the polyethylene rim and the edge of the shell are damaged which derived from the revision surgery. On the anchoring side of the shell remains of bone attachments can be observed. The larger pieces of the bone attachment show a clean cut surface. Some of the tips of the macrostructure are slightly deformed and have a shiny appearance. Both most likely derived from a removal instrument during the revision surgery. Conclusion summary: the allofit® alloclassic® shell and the metasul® alpha insert were revised after approximately 10 years and 7 months in vivo due to osteolysis observed behind the cup. The received components are inconspicuous. No clinical information, especially regarding the revision surgery, and no x-ray follow-up were available. Therefore, on the basis of retrieval investigation and the received information the reasons for the reported osteolysis observed behind the cup cannot be explained. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that the patient was revised due to acetabular osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.